Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
I swallowed brush head pin [accidental device ingestion]. Swallowed brush head pin [exposure via ingestion]. Brush head pin come out - oral-b power care refills [device breakage]. Case narrative: consumer via phone stated that pin inside the brush head had come out. No injury was reported.